Event description:
It was reported that the cordless driver continued to oscillate while in safe mode during testing. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Manufacturer narrative:
The reported unintended activation was not duplicated. There were no observed failures that could have caused or contributed to the reported event.

Event description:
It was reported that the cordless driver continued to oscillate while in safe mode during testing. No adverse event was associated with the device.